Event description:
Pt was implanted with ti sternal fixation plate on (B)(6) 2012 for a sternal reconstruction. During a follow-up visit, pt complained of pain where the locking pin was at. X-rays confirmed the locking pin on the ti sternal locking plate backed out and migrated. Surgeon does not plan on revising the pt at this time.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
(B)(4): placeholder.

Event description:
Patient was implanted with ti sternal fixation plate on (B)(6) 2012 for a sternal reconstruction. During a follow-up visit, patient complained of pain where the locking pin was at. X-rays confirmed the locking pin on the ti sternal locking plate backed out and migrated. Patient was returned to the o.r. On (B)(6) 2012 for removal of hardware.